Event description:
A customer contacted baxter's technical service center regarding assistance to bypass the low ultra filtration (uf) in drain 4 of 4. The home patient (hp) stated the program was for 500ml uf and the cumulative uf was 373ml. The technical service representative (tsr) explained the message and assisted the hp to bypass to last fill. The drain volume was 3252ml. Writer contacted customer. The hp advised that she thinks she had a low drain volume alarm that night, not a low uf alarm. Also she advised that she doesn't write down her largest prescribed fill volume however that time she had fill/ cycle, 24 ml, 24 ml, 24 ml, 24 ml, and last was 17 ml. She advised that her machine has been setup to alarm if she doesn't get the 500 ml drained. She advised if the drain is slow, she goes to bypass to drain, that's why she called the technical service line, as it wouldn't get to 500ml; as her hc was setup not to go to last fill until it drains her 500 ml. She is ok and has continued on with her therapy.

Manufacturer narrative:
(B)(4). Upon further investigation it was determined that there is no information to reasonably suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.